Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states they had high blood glucose levels over 600mg/dl. The customer states they had diabetic ketoacidosis. The customer states the alarm was resolved by complete set and reservoir change. The customer states they were still at the hospital being treated and had not worn the pump since admission.